Manufacturer narrative:
The driveline cable (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed 4 vad disconnect alarms and 1 high watt alarm logged on (B)(4) 2015. Furthermore, it was noted by the site that the driveline cover fell off during controller exchange and the patient and his wife replaced it backwards by accident. Pump was intermittently stopping and restarting. Driveline was temporarily unplugged to reposition driveline cover, this correlates with the vad disconnect alarms. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the vad stop can be attributed to physical disconnection of the driveline from the controller. The most likely root cause of the vad stop can be attributed to physical disconnection of the driveline from the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional info received indicated that when the patient arrived at clinic for routine follow up multiple "vad stop" alarms were noted upon device interrogation. The patient was reportedly asymptomatic and unaware that alarms had occurred. Upon further investigation the patient reported that during a previous controller exchange the driveline cover fell off and was replaced backwards by the patient and his wife. The driveline cover was noted to be rotated at 180 degrees. Log files were sent for analysis by the site. The pump continued to intermittently stop and restart. The driveline was temporarily disconnected to reposition the driveline cover. The patient was instructed to report to clinic for device interrogation one week later which showed no further "vad stop" alarms. No further intervention was required other than repositioning of the driveline cover. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The IFU and patient manual outline steps pertaining to the care and handling of the driveline to controller connector and driveline cover in order to prevent damages which may result in vad stoppage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation.

Event description:
It was reported from the clinical database that during a clinic visit the rubber covering the vad connection was causing tension. "It was rotated which corrected vad stoppage problem/high watt alarm problem". No further information has been provided.